Event description:
It was reported that a patient's blood glucose levels (bg) reached 390 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated while wearing it on the arm. For treatment, the patient changed out the pod for a new pod. The pod was discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received partially deployed; the pink slide was moved forward, however, the linkage assembly was not fully retracted and the formed needle was visible in the exposed portion of the soft cannula. Although the formed needle was exposed, the soft cannula was fully extruded and the pink slide was fully moved forward, therefore, it cannot be conclusively determined why the cannula inserted improperly; a cause for the reported event could not be determined. The device data showed no timeouts, or drive stalls that would indicate any failure of the device to deliver insulin. After removal of the top housing, the formed needle was no longer seen in the exposed portion o the soft cannula and the linkage assembly was in the fully deployed state. The underside of the top housing showed score marks, indicating that the linkage assembly was misaligned which is why the needle mechanism did not fully retract after deployment. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No other damages or deficiencies were observed during the investigation.